Event description:
Physician reports of a patient complaining of progressive pain shortly after the essure procedure was performed in 2007. The physician indicates that the essure procedure went well (i.e. Proper placement and appropriate trailing coils) with no sequelae. Additional pelvic exam, kub, and CT scan conducted the following month, confirmed proper device location. Though the physician states that the patient believes her pain may be due to an allergic reaction to the devices, any suspected hypersensitivity to nickel was not confirmed by skin test though recommended for/to the patient by conceptus/product labeling and the physician, respectively. The physician acquiesced to the patient's desire to have the devices removed; the patient underwent hysteroscopy and laparoscopic removal of the devices the following month. After the procedure, the physician reported no etiology for the pain was seen (i.e. Pelvis normal, no evidence of perforation). Both fallopian tubes and devices were sent to pathology, and the physician indicated that she would contact conceptus after receipt of a pathology report and/or patient follow-up. No communication from the physician has been received to date after two subsequent attempts to follow-up.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs